Event description:
Customer reported that she had high blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was 242 mg/dl. Customer stated that the insulin pump was not working correctly it was not delivering the insulin. Nothing further was reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. Programmed basal rates and boluses delivered and recorded properly during testing. No daily total, basal or bolus anomaly observed during the analysis. A cracked reservoir tube lip and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.